Manufacturer narrative:
Inspected one opened/used enlite sensor and found needle hub was separated from the sensor's base. The complaint was against the enlite-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the enlite serter. Customer stated that the top piece of the sensor broke off. Customer also stated that the sensor's needle broke off when she removed the serter from the sensor. When the customer removed the serter from the sensor, the sensor stayed on the pedestal. Customer's blood glucose level was 113 mg/dl. Customer reports that the sensor base remains on the pedestal when the serter is pulled away from the pedestal. Customer was advised that there may have been a possible issue with the sensor base adhesive. No additional information provided.